Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not lock/secure the cutter devices. It was further observed that the set-screw was damaged and the thrust disc was bent. It was it was further determined that the electric motor was worn and had strong vibration. Therefore, the reported condition was confirmed. The assignable root cause of the damaged set screw and the bent thrust disc was determined to be due to improper handling, which is user error, and the assignable root cause of the worn electric motor and vibration was due to component wear, from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery oscillator device would not lock the cutter device. During in-house engineering evaluation, it was observed that the electric motor was worn and had strong vibration. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.